Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm readings and nearly passed out while at work. He is unable to recall the details of the event. No other details were documented. Per medical review. This is an adverse event. The patient had presyncope from unspecified glycemic state with allegation of inaccuracy with insufficient details to assess the outcome of the event. Follow up attempts with the reporter were documented as unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).